Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary : (B)(4) : the full lead was returned and analyzed with no anomalies found. There was blood in/on the helix mechanism.

Event description:
It was reported that during the implant high impedances were measured at different locations and the lead was not implanted. No patient complications have been reported as a result of this event.